Event description:
Related manufacturer report number: 1627487-2022-05718, 1627487-2022-05719. It was reported that the patient's ipg and lead extensions were explanted and replaced due to high impedances. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported issue was not confirmed. Analysis of the returned ipg found that it had no physical anomalies, it passed all functional testing on the ate, which specifically tests for header integrity through a process of 55 iterations of lead impedance testing and calculation, and it communicated with all lab utilities.